Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On an unreported date, the patient was treated with gentamycin and vancomycin, intraperitoneally (ip) for peritonitis. Four days prior to the receipt of this report, the patient was recovered from the event. Three days later treatment with gentamycin and vancomycin were stopped. It was not reported if the patient was re-trained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.